Manufacturer narrative:
A ge service representative performed an on site investigation. The power cord was reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system had a power error and power failed. When the power to the system fails it can prevent the system from booting up. There is no report of injury or death associated with the event described in this complaint.